Manufacturer narrative:
(B)(4). Additional information received: the doctor is using the device for a long time and he only had a problem with that lot numbered device. Only one device was used in that operation. He completed the surgery with an alternative device and the patient was discharged.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a laparoscopic pouch procedure, the device didn't clip the ductus sisticus and arteric sisticus efficiently; didn't squeeze the tissue enough and let the tissue loose. It is unknown how the procedure was completed. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Batch # m9125v. The er320 device was returned for analysis and upon inspection the jaws were found to be in a yielded condition. In an attempt to replicate the reported incident, the device was functionally evaluated. Upon firing of the device, the remaining 9 clips were ejected due to the condition of the jaws; finally, the instrument locked out as intended. In order to evaluate the condition of the internal components of the device, it was disassembled. Upon disassembling, no anomalies were found. Possible causes for the found condition of the yielded jaws may be if the device is closed over an existing hard object or clip placing stress on the jaws causing them to distort or yield and not return to their original dimensions/position or excessive application of torque to the jaws when positioning the device on a vessel. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. It is known from the history of the device that the condition of the jaws may lead dropping/ejected clips. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.